Event description:
It was reported that the client was involved in a motor vehicle incident while the client was seated in his chair. The client reported that as a result of the accident, the seat separated from the liner chassis. The client reported that he sustained a broken nose and broke both ankles. Permobil representative were able to evaluate the chair in the field. Results of this review revealed that the seat did not separate from the chassis, and the chair is fully operational. No evidence of malfunction or failure of the device were noted.